Manufacturer narrative:
Investigation summary: received one used 22ga bd insyte autoguard IV catheter unit within an undamaged opened package from lot: 9036889. The unit was within the needle/hub fully retracted within the safety shield, and the catheter/adapter and protective needle cover were intact over the barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual / microscopic: there were traces of dried thick media present throughout the catheter/adapter assembly. The catheter revealed to have no anomalies or damage and the tip graded at ¿4¿, acceptable per specification. Relationship of device to the reported incident: indeterminate. The alleged defect was not identified or confirmed and a root cause was not established, as the returned unit demonstrated no anomalies or damage. And although the catheter was used, it still revealed to be acceptable per manufacturing specification. Therefore there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the alleged defect.

Event description:
It was reported that breakage occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter. "We had some IV catheters fray on us the other day." 2 occurrences were reported, but the dates/times were not given.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "we had some IV catheters fray on us the other day." 2 occurrences were reported, but the dates/times were not given.